Event description:
Surgeon reports that a haptic of an intraocular lens (iol) broke off in the pt's eye sometime after the one day post operative visit. The post operative visit was at day seven. It was reported that the haptic was found in the anterior chamber. The iol was explanted and replaced. The posterior capsule was intact.